Event description:
Was poisoned with mercury after amalgam fillings were put in my mouth; I have most of the mercury poisoning symptoms. Symptoms of mercury poisoning, recognized by ada. It is well know that mercury will store 1st in the kidney, 2nd in the liver, 3rd in the neurological tissue, 4th in gi tract, and then in the rest of the tissues. Symptoms related to mercury are vast; however, event the american dental association -ada- admits to the following symptoms: cardiovascular system: anemia, angina, heart attack, heart murmur, tachycardia, pressure in chest, arteriosclerosis, irregular heartbeat, unexplained chest pains, digestive system: colitis, constipation, ulcers, diarrhea, diverticulitis, stomach cramps, loss of appetite, digestive problems, frequent bloating, frequent heartburn, immune system: cancer, candida albicans, asthma, mononucleosis, allergies, leukemia, rhinitis, swollen glands, sinusitis, chronic fatigue, epstein-barr virus, environmental illness: hodgkins disease, immune deficiency disease, susceptible to flu, colds, etc. Oral cavity, bad breath, bleeding gums, mouth ulcers, leukoplakia, stomatitis, swollen tongue, loosening of teeth, loss of teeth, bone loss around teeth, increased flow of salvia enlarged salivary glands, burning sensation in mouth, metallic taste in mouth, periodontal -gum- disease, sore throat, persistent cough, central: nervous system, dizziness, convulsions, dim vision, epilepsy, facial twitches, insomnia, voices in head, hearing difficulty, mental disability, muscle paralysis, muscle twitches, multiple sclerosis, ringing in ears, speech disorders, difficulty walking, chronic headaches, unexplained leg jerks, failure of muscle coordination, noises or sounds in head, narrowing of field of vision, numbness of arms and legs, tremors of hands, feet, lips tingling of fingers, toes. Lips, or nose, loss of ability to perform hand movement, endocrine system: arthritis, increased sweating, diabetes, diabetic tendency, edema, thyroid dysfunction, osteoporosis, slow healing, leg cramps, weight loss, kidney stones, pain in joints, cold hands and feet, decreased sexual activity, chronic low body temperature, frequent urination especially at night, 1- tremor observed in fine voluntary muscle movement, such as handwriting, eventually progressing to convulsions. Depression, fatigue, increased irritability, moodiness, nervous excitability - especially when criticized, - inability to concentrate, loss of memory. - insomnia or drowsiness, - nausea and diarrhea, - loss of appetite, 7- birth defects in offspring, - nephritis or symptoms of kidney disease, - pneumonitis, - swollen glands and tongue, - ulceration of oral mucosa, - dark pigmentation of marginal gingiva and loosening of teeth, other documented symptoms that affect various body systems include the following: psychological & behavioral: anxiety, emotional instability, apathy, inability to concentrate, confusion, psychological disturbances, depression, lowered intelligence, fits of anger, manic depression forgetfulness, lack of self-control, irritability, short attention span, hallucinations, short-term memory loss, skin, nervousness, sleep disturbances, acne, excessive itching, nightmares, difficulty making decisions, dermatitis, rough skin, tension, unexplained suicidal ideas, skin flushes, rashes. Your dr said, "it's your nerves", energy symptoms, lethargy, chronic fatigue, drowsiness, oversleeping, tiredness, lack of energy.